Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced ineffective stimulation, and pain when tonic stimulation was utilized. X-rays revealed the patient¿s lead had migrated. To address the issue, the patient is awaiting surgical intervention.

Event description:
Follow up information identified the patient¿s migrated lead was explanted and replaced. Postoperatively, effective therapy was restored.